Event description:
Clinic notes dated (B)(6) 2012 revealed that the patient has a history of obstructive sleep apnea. It is unclear if the patient was diagnosed prior to vns implant. Attempts for additional information have been unsuccessful to date.